Event description:
The caller reported that her husband has been getting an 04 (occlusion) error on his device. She stated that her husband would continue to clear the error, but did not change out the infusion set, cartridge or battery. The patient ended up in intensive care due to developing ketoacidosis. The caller contacted the ambulance because he almost slipped into a coma and his blood glucose elevated to 800 mg/dl. He had symptoms of being very out of it, could not talk or complete sentences and even lost consciousness. The ambulance medical staff administered an insulin drip and IV fluids and transported him to the hospital. The treating physician ordered more IV fluids, continuation of the insulin drip and gave him sugar and more water to flush the ketones out of the patients system. The patient is now on injection therapy and his blood glucose has retuned to normal. The product has been requested to be returned for evaluation.